Event description:
Plate was implanted on (B)(6) 2014. The surgeon informed the sales rep on (B)(6) 2014 that the plate is broken. Patient was x-rayed on (B)(6) 2014. Patient had cast until then on there hand. Revision is planned.

Manufacturer narrative:
Evaluation summary: the reported event of the 'variax 2.3. Hand plate ¿ postoperative breakage' could be confirmed. The macroscopic and microscopic investigation revealed that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The sem examination shows at the fracture surfaces the appearance of a low cycle fatigue rupture. The fracture surface reveals partially predominant proportions of forced rupture and secondary cracks as well as swinging lines of a fatigue breakage to some extent. The root cause of the failure could have been one or repeated powerful dynamically overload of the fracture area of the plate. No corrective actions are required at this time. Indications for material or manufacturing related problems were not found in this investigation.

Event description:
Plate was implanted on (B)(6) 2014. The surgeon informed the sales rep on 10/13/2014 that the plate is broken. Patient was x-rayed on (B)(6) 2014. Patient had cast until then on there hand. Revision is planned.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.